Event description:
Caller reported an issue with incorrect time setting on the pump. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in updating the pump time and advised them to monitor the time to ensure the discrepancy does not recur. The caller understood and acknowledged the instructions given.